Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint and confirmed a faulty universal surgical manipulator (usm) 4. The fse replaced the usm. The system was retested, operated without issue and verified as ready for use. Isi has received the usm involved with this complaint but the evaluation has not been completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for troubleshooting assistance. Investigation revealed a repeated recoverable error 32097 pointing to the axes controller motor (acm) on the usm 4. An event verification confirmed the procedure was performed on the reported event date. This complaint is being reported as a reportable malfunction event due to the following conclusion: a usm arm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure conversion/abortion.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system had a recoverable error 32097. The customer recovered the error by power cycling the system. However, the error returned when the customer tried to move the universal surgical manipulator (usm4). The technical service engineer (tse) reviewed the error logs and confirmed the repeated recoverable error 32097 pointing to the axes controller motor (acm) on the usm 4. The customer was able to continue using 3 arms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and it was initially powered on without errors. The patient demographic information is requested but unavailable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered 319 error. Upon remote fe log review, errors 32097, 32096, 1126, 31226 and 319 were confirmed. The unit was tested on a patient side cart (psc) fixture test platform (pftp) and failed fiber test, pointing to rolling loop. After the rolling loop fiber was swapped with a gold one, the unit passed fiber test when it was retested on a pftp. When the original fiber reinstalled and retested, the unit failed fiber test again. After, the unit went through testing on a pftp using gold fiber rolling loop, and it passed all required tests except yaw friction. The fiber rolling loop assembly will be replaced as a fix. The root cause of the failure is attributed to component failure.updated information can be found in the following fields: g3, g6, h2, and h3product evaluation information can be found in the following fields: h6 and h10

Event description:
Refer to h10/h11 for follow-up information.